Event description:
It was reported that the controller had power loss alarms while on wall power. From log files analysis, tech service stated that it contained pulsatility index (pi) events as well as routine power source changes. Pi events could be considered routine. There was no sign of any loss of external power events. The event data could have been overwritten with new data. No other notable alarms or events were recorded. The pump appeared to be operating as intended. A follow up from the customer stated that there were 27 power disconnection alarms that did not correspond to actual physical disconnections. Tech service responded that the voltage readings in the log appeared within normal parameters. It was recommended to check the batteries and battery clips for integrity and clean all battery & battery clip contacts with an alcohol wipe. The customer exchanged the controller. The customer also reported that there was a power loss on one cable "either black or white so the backup battery would not kick in" while the patient was on wall power via the power module. The cables was replaced, but the patient still experienced similar issues with the new cables.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power loss alarm was not confirmed. The provided log file, as well as a log file extracted from the controller during testing, were reviewed, collectively containing data spanning approximately 4 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Atypical events were not observed throughout the data. The returned system controller (serial number (B)(6) ) was functionally tested and was found to perform as intended, even when the controller¿s cables were manipulated by hand. The root cause of the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarms resolved after changing the controller.